Event description:
A malfunction code "malf 12" was reported. There was a recorded blood glucose level, which was within a normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and there was no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to contact support again if the issue reoccurred, which the customer understood.